Manufacturer narrative:
(B)(4). Incorrect anatomy and above rated burst pressure. It is indicated that the device is not returning for evaluation as the stent delivery system was not returned and the graftmaster stent remains in the patient anatomy; therefore a failure analysis of the complaint device could not be completed. It has been determined that a conclusive cause for the reported difficulties cannot be determined. The reported treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It was reported that the procedure was to treat a fistula in the left vertebral arteriovenous malformation (avm). It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Furthermore, it was reported that a 4.50x26 mm rx graftmaster stent system was advanced and the stent was inflated to 18 atmospheres (atm). It should also be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp.

Event description:
It was reported that during an attempt to treat a long left vertebral dural arteriovenous fistula, the following three planned rx graftmaster covered stents were each implanted in the v4 vessel segment, for maximum fistula coverage, with the following max pressures used: a 4.8x19 rx graftmaster at 16 atmospheres (atm), a 4.8x16 rx graftmaster at 16 atm, and a 4.5x26 rx graftmaster at 18 atm. The 1st two graftmasters were implanted and sealed the fistula without issue. However, after implanting the 3rd graftmaster stent (the 4.5x26 rx graftmaster), the balloon was difficult to remove from the interstices of the stent; during withdrawal of the balloon, the stent was pulled retrograde approximately 8mm, resulting in a gap in coverage with persistence of the fistula. Angiogram following initial graftmaster placement revealed good placement within the distal v4 segment. Angiogram following placement of the 2nd graftmaster revealed appropriate coverage and diminished flow into the fistula. For the 3rd graftmaster, angiogram showed that while the flow to the fistula was reduced, there was evidence of endoleak, suggesting that this stent was poorly apposed to the vessel wall. In addition to the uncovered gap left by the 3rd graftmaster in the fistula, not all vessels feeding the fistula had been covered. As no additional graftmasters were available in hospital inventory, future intervention was scheduled, then performed (B)(6) 2016, to seal that fistula area. There were no adverse patient sequelae. No additional information was provided.